Event description:
The pt was having coronary artery bypass graft surgery. A percutaneous catheter had been inserted. When the anesthesiologist began to pull it out, it hung up on the introducer. At this point, the anesthesiologist stopped in order to avoid a tear of the jugular vein. At conclusion of the surgery, the catheter was removed by a cut-down procedure, and another was inserted without any problems. There was no injury to the pt.